Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The complaint that the autopulse nxt platform (sn (B)(6)) stopped working and is overheating was confirmed based on the archive but was not confirmed during functional testing. The platform performed as intended during functional testing. Based on the archive review, the motor temperature reached 110°c, which tripped fault 1290 and stopped compressions. This occurred because the device required more energy to compress larger patients, causing the motor to generate more heat, thereby raising the motor temperature above the thermal limit of 110°c. The archive data indicated fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, related to the reported complaint. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform underwent continuous testing using the mztf (medium zoll test fixture) with 2 batteries until they were discharged without any faults or errors. The autopulse functioned appropriately and performed as intended. The fault code observed in the archive data was not reproduced throughout the functional testing. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse nxt platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6)) stopped working during a patient event. The platform is overheating. The rescuers began manual compressions. When the platform cooled down, the platform began to work again, and the rescue was continued. No additional information was provided. No injury to the patient.